Manufacturer narrative:
Updated fields: b4, g1, g3, g6, h2, h6, h11. The product was returned with the membrane completely unfolded and blood found on the exterior of the catheter. The returned sheath was over the catheter and partially covering the mid portion of the balloon. Two kinks were observed on the catheter tubing approximately 76.4cm and 39.9cm away from iab tip. The extender tubing was also returned. The extracorporeal tubing was returned cut. Visual examination confirmed that the rear tantalum marker was found misplaced near the front marker approximately 1.8cm from the iab tip. The evaluation confirmed the reported problem. The root cause of the reported failure ¿iab-marker misaligned¿ was the tantalum marker was not adhered to the inner lumen. A CAPA request has been generated for complaints that have been reported for movement of rear tantalum markers, see (B)(4). A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required. Reference complaint (B)(4).

Event description:
N/a.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood found on the exterior of the catheter. The returned sheath was over the catheter and partially covering the mid portion of the balloon. Two kinks were observed on the catheter tubing approximately 76.4cm and 39.9cm away from iab tip. The extender tubing was also returned. The extracorporeal tubing was returned cut. Visual examination confirmed that the rear tantalum marker was found misplaced near the front marker approximately 1.8cm from the iab tip. The evaluation confirmed the reported problem. The root cause of the reported failure ¿iab-marker misaligned¿ was the tantalum marker was not adhered to the inner lumen. A CAPA request has been generated for complaints that have been reported for movement of rear tantalum markers, see (B)(4). A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint # (B)(4).

Manufacturer narrative:
Updated fields: b4, g3, g6, h6 (investigation conclusions), h11. Reference complaint (B)(4).

Manufacturer narrative:
The product has been returned to the manufacturer but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint record ID # (B)(4).

Event description:
It was reported that after two days of intra-aortic balloon (iab) therapy, the radiopaque markers on the iab had migrated. There was no patient harm or adverse event reported.